Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that air bubbles were observed within the canister and an occlusion alarm occurred. A replacement pump was sent to the customer to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.